Manufacturer narrative:
Upon performing an annual education on scope reprocessing, the endoscopy support specialist (ess)was informed that a scope was used and reprocessed past their validation time frame in the oer pro. The facility's actual process is a 5 day validation. The device was tested before use and passed. Ess had a meeting with the endoscopy nurse manager to provide staff training on proper reprocessing and changing acecide on or before day five of the validation. The potential root cause of the event can be attributed to user handling. No further information was reported.

Event description:
The customer reported to olympus the scope was reprocessed with acicide that was beyond the validated use time of day five. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The user facility stated the scope was used on a patient following the reprocessing of the scope using acecide that was beyond the validated use time of day five. The user facility reported to olympus that, to their knowledge, no patient injury or infection, associated with the event, occurred.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The legal manufacturer determined the device was reprocessed using expired detergent due to use error. As stated in the reprocessing manual instructions for use: "use a disinfectant cleared/approved by your national regulatory agency for use in reprocessing flexible endoscopes. If national or professional guidelines applicable to your institution define ¿high-level disinfection¿ and require using a high-level disinfectant for the flexible endoscopes, follow the requirement. Follow the disinfectant manufacturer¿s instructions regarding activation (if required), concentration, temperature, contact time, and expiration date."